Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient monitoring system associated with this implantable cardioverter defibrillator (ICD) issued an alert for high, out-of-range shock lead impedance. The patient was referred to their device clinic. No adverse patient effects were reported.

Event description:
This report is being filed to submit the results of engineering analysis of the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.